Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: creases fold, opening curved on radius, white calcification outer device and brown particles on fill channel. Leak test and microscopic analysis was performed which identified: striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and textured implants.

Event description:
Healthcare professional reported left side capsular contraction, baker grade IV of textured implants. Device remains implanted.